Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned and the patient codes no longer apply. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional: the patient¿s recent hospitalization was nearly a year after implant and the cause was urinary retention secondary to the progression of parkinson¿s disease. The uti¿s/kidney infections were related to the patient¿s underlying urinary dysfunction: progression of parkinson¿s disease and were not related to the device and/or therapy. The patient was treated with intravenous antibiotics and the catheterization was due to the patient¿s uti. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was hospitalized for a kidney/urinary infection. The patient was placed on antibiotics and has been catheterized since then. The caller noted they did not know if these issues were related to the interstim device/therapy. There were no further complications reported/anticipated.